Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc wing needle was slow to retract leading to blood leak. The following information was provided by the initial reporter: blood leaking from hub when safety pressed, needle slow to retract.

Manufacturer narrative:
Material information updated and annex codes updated. Investigation summary: our quality engineer inspected the samples submitted for evaluation. Your report of sluggish retraction and blood leak from hub could not be confirmed from the 13 insyte autoguard needles that were provided for bd reference numbers: (B)(6). The IV catheters were not provided for investigation. The samples exhibited evidence of use. The safety mechanism had been activated on each safety shield. All needles except one were received fully retracted within the shield. The bevel and tip of one needle extended beyond the grip, which was addressed in bd reference #(B)(6). A functional test of the returned samples revealed no damage or defects with the safety mechanism and retraction time. We were unable to confirm your reported issue. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.